Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. No a33 alarm noted during testing. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime fill anomaly. The insulin pump passed self-test, a21 test, displacement test and all operating currents were normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, broken battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 186 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.